Manufacturer narrative:
Clarification to d6a: implant date: implant provided as "18 years ago". Implant date selected as (B)(6) 2008 to coincide with manufacturing date of device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported of the right side device: "rupture". The device remains implanted.

Event description:
Healthcare professional reported of the right side device: "rupture". Healthcare professional later reported "hole, non-specific." The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d4, d6a, d6b, h6.